Event description:
The following was reported to davol by the pt's attorney: on (B)(4) 2008 - pt underwent hernia repair with placement of composix kugel hernia mesh. Attorney alleges additional invasive procedures, chronic infections, migration of the hernia mesh patch, bowel obstruction, defective mesh, pain and suffering, disability, disfigurement, additional medical treatment.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. Medical records have not been provided. We have, however, contacted the initial reporter to request additional information and if available, to request return of the device for evaluation. The pt's attorney alleges that the pt developed and was treated for multiple issues including infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. This MDR includes all pt, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.